Manufacturer narrative:
The CPR stat-padz (p/n: 8900-0400-36) from lot 2825 was returned to zoll medical corporation for evaluation and showed no functional issues. No visual manufacturing type issues were noted. Cable and signal testing passed, and the pads successfully transmitted a signal to an r series defibrillator. No noncomformances were identified as part of the lot history review. The pads were scrapped and replacement pads were provided to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.